Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not cycling successfully. The pump compressed and refilled but did not inflate cylinders. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Under microscopic observation, the poppet rod was found to be misaligned on the momentary squeezed (ms) pump. The ms pump kink resistant tubing (krt) was worn to the filament. The ms pump did not function properly due to the misaligned poppet rod. The ms pump did not pump water in through the reservoir krt. The ms pump was not able to be functionally tested. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not cycling successfully. The pump compressed and refilled but did not inflate cylinders. The ipp was explanted and replaced. There were no patient complications reported.